Manufacturer narrative:
**Update** 4/17/2013 - ppd received. Part/lot for the right and left hip has been updated. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.

Event description:
Litigation papers allege the patient suffered pain and discomfort in his hip, which made it increasingly painful for him to move, bear weight and walk, to move his legs, and to rise from a seated position.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.